Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge field service engineer (fse) evaluated the iabp and reported that he could not find any entries in the fault logs. However, the alarm logs contained "augmentation below set limits" entries, and during further testing of the unit he found test #3 of the k6, k6a, k7 & k8 test failed intermittently. Repeated testing showed a -161 - 226 mmhg pressure difference of test # 3. To resolve the issue, the fse replaced the pneumatic drive assembly and verified proper test function. The fse performed all pneumatic, functional and electrical safety tests to factory specifications, and the iabp was returned to the customer and cleared for clinical use.

Event description:
The customer reported that an unspecified problem occurred during use on the cs300 intra-aortic balloon pump (iabp). The customer removed the iabp from service and requested a complete checkout of it. No adverse event was reported.